Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality; the device was cycled and 2 conforming clips and fourteen clips with gap were fed and formed. During the analysis, the clips were noted to feed slower than expected. A possible cause for the slow feeding issue is the silicon that gets viscous; this silicone is applied during the manufacturing process was noted to be viscous. No conclusion could be reached as to what may have caused the clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic radical nephrectomy procedure, a clip applier device was pulled. When the user went to preload the device, the clips shot out of the applier. Another device was used to complete the procedure. There was no patient consequence as this occurred on the back table.